Event description:
During a hip arthroscopy, the physician ((B)(6)) was using a dyonics rf-s whirlwind 90 degrees probe. Intra-operative the small metal disc at the distal end of the wand detached while inside the pt's joint space. The physician was unable to retrieve the device fragment. Another probe was used to complete the procedure; however, a 20-minute surgical delay resulted. No other pt complications were reported as a result of this event.

Manufacturer narrative:
A lot number for the device was not provided, therefore, no manufacture date, date of expiration, or DHR review can be provided.